Manufacturer narrative:
On 4/5/2017,the fse perfomed all bf wash probe assembly alignments being that they were slightly off, replaced the substrate heater and detector, and verified temperatures to all devices. The fse proceeded to calibrate the detector and performed troponin calibration after but troponins were still out high. The fse ran quality controls in the qa lab against the same lot from their stock to compare results with customer quality controls. It was determined that the issue was with the instrument. The probable cause of the event was quality control. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported they are having troponin quality controls with their a1a2000. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.